Manufacturer narrative:
Telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection before use, the cardiosave intra-aortic balloon pump (iabp) unit alarms. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the power management board (d670-00-1162), conducts a comprehensive performance test on the equipment according to the instructions in the maintenance manual, and all functions are normal. The equipment was handed over to the customer and can be used clinically. The failure analysis and testing dept.(fat) observed the power management board per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. The problem was verified (shutdown and alarm sound when ac power is removed from device). Power management board will be held in the fat dept. Per procedure.

Event description:
It was reported that during routine inspection before use, the cardiosave intra-aortic balloon pump (iabp) buzzer sounded after shutdown. The unit showed normal when it was turned on but the device kept sending the buzzer sounds and cannot be eliminated. There was no patient involvement.